Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/22/2019. Additional h3 investigation summary: it was received for analysis an empty opened foil, a paper lid, an empty winding former and a suture piece of product code vcp327, lot khz417. During the visual inspection of the suture piece, body fluids were noted along of strand. Also, an end of the suture was busted (damaged) while the other extreme was cut that appear to be by the use of a surgical instrument. In addition, the other section of the suture was not returned for analysis. No functional test could be performed due to condition of the sample received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the breakage suture, suggest an improper handling. Additional h3 investigation summary: it was received for analysis five unopened samples of product code vcp327, lot khz417. During the visual inspection of the samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device khz417 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2019 and suture was used. The suture was broken easily during interrupted suturing. The surgeon stopped using the product, and a like device from the same lot was used with no problem. There were no adverse consequences to the patient.